Event description:
It was reported that following the sterilization process the handpiece leaked oil. There was no pt contact.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The investigation was unable to duplicate the customer's complaint of leaking oil. Preventative maintenance was done on the handpiece and it was returned to the customer.